Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had discrepancy occurred when the customer pulled one tramadol tablet instead of two during a transaction and corrected it in a subsequent pull. A technical support specialist (tss) determined after transaction review that the user had created a discrepancy. Facility management was informed that they would need to resolve the discrepancy.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 discrepancy occurred while pulling tramadol 50 mg. The user was expected to pull two tablets for the transaction but only pulled one. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.